Manufacturer narrative:
Manufacturing site evaluation: samples received: 72 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 72 closed samples. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action to prevent occurrence in the future.

Event description:
Country of complaint:(B)(6). Needle detachment.